Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l9lg, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a return of symptoms a few months ago. The patient also noted feeling wire poke near implant site. The patient stated getting the upper limit on the programmer at 6.3 v and confirmed the device was on. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information was received from the consumer and a healthcare professional (hcp). On 2016-nov-14, the patient reported that they still felt poking near the implant site. On 2016-nov-16, the hcp reported that the pacemaker flipped and that was what caused the poking near the implant site and the upper limit reached message to appear. The pacemaker was relocated to resolve the issue, but it was noted that the poking near the implant site and upper limit reached message had not been resolved. Information reasonably suggests the patient was referring to the 'neurostimulator' as a 'pacemaker'.

Event description:
Additional information received from consumer reported that she woke up tuesday morning with terrible pain where her implant is located. The pain goes from her hip and down her leg and she was having trouble walking. Patient stated she got the patient programmer (pp) out and at first she had to change the batteries but it was working and late this morning, she was able to turn stim all the way down to zero. She was still sore there. It was indicated that she took a fall on (B)(6) and was in the hospital with concussion. Patient was informed by healthcare provider (hcp) that she was having some mini strokes, so hcp put her on plevix and has not had any now. Patient stated the implantable neurostimulator (ins) had been laying on a nerve and the wire had been poking her. She got a new hcp who surgically moved it over but the wire still poked her after it was moved. Patient stated sometimes she pressed on it and it seemed like she bent it back in there. It also reported that patient recently had urinary infection which happened at the end of (B)(6) 2017. She was considering remove her device because it has been so much trouble.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0l9lg, implanted: (B)(6) 2014, product type: lead. (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The reported stroke and uti are unrelated to the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.